Event description:
The pt reported being hospitalized on (B)(6) 2011 due to being in a coma. Specific blood glucose values were not provided. His wife disconnected him from the infusion device and called for an ambulance. The pt is on peritoneal dialysis. The pt had issues with his blood glucose for 2 weeks and his basal rate was increased from 0.7 u/h to 1.0 u/h per his diabetes nurse. The infusion device was lost during the event and may not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.